Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result¿ make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ though a definitive root cause could not be identified, investigation believes that the reported failure was caused by a connection issue. If the cable was not properly secured or if dust or water droplets temporarily adhered to the contacts, the connection would fail, and the image would flicker. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that the unit was providing a flickering image on both 180 and 190 scopes. The customer stated that the unit was on travel cart and the staff disconnects the monitor from the cart every time they move it. Tac had the customer connect the unit and clear the buffer error, the issue did not occur after that correction. Based on that information, tac explained to the customer that because they disconnect everything when they move the unit, it was likely that all the connections were not being properly secured while reconnecting at a different location. At this time, the unit is not scheduled for return. Should additional information be provided, a supplemental report will be submitted.

Event description:
The customer reported that the evis exera iii video system center was producing a flickering image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.